Event description:
It was reported that the nurse thought they might have fixed the issue and was unable to see the trend graph on the screen in an arctic sun device, but another nurse pushed a few buttons and was able to get the graph to show. Nurse also stated that the pads were very cold and there was condensation on the tubing. The targeted temperature (tt) was 36c, patient temperature (pt) was 36.9c with bladder temperature, water temperature (wt) was 6.1c. Explained condensation could occur when the water temperature low and the room was humid and warmer. Informed nurse the device was making cold water to help get the patient to the target temperature. Confirmed the patient was not shivering, no micro shivers noted. Informed nurse to continue to monitor the patient and water temperature, if they had an issue or unable to see the graph.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurse thought they might have fixed the issue and was unable to see the trend graph on the screen in an arctic sun device, but another nurse pushed a few buttons and was able to get the graph to show. Nurse also stated that the pads were very cold and there was condensation on the tubing. The targeted temperature (tt) was 36c, patient temperature (pt) was 36.9c with bladder temperature, water temperature (wt) was 6.1c. Explained condensation could occur when the water temperature low and the room was humid and warmer. Informed nurse the device was making cold water to help get the patient to the target temperature. Confirmed the patient was not shivering, no micro shivers noted. Informed nurse to continue to monitor the patient and water temperature, if they had an issue or unable to see the graph.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.